Event description:
Reason for revision not provided. Update: (B)(6) 2014: litigation alleges patient suffers from damage to his hip joint and his body. Update (B)(6) 2015 - pfs and medical records received. A doi was provided. Pfs now alleges pain, increased metal ions, osteolysis, and greater trochanter fracture. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pseudotumor, osteolysis, and pathologic fracture of the greater trochanter. No labs were provided for the alleged high metal ions. A stem and 2 screws are now being added to the complaint. Part/lot is being updated. It should be noted that the whole revision operative note wasn't included so at this time it is unknown if the trochanteric fracture was cabled. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.